Event description:
On (B)(6) 2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was tested on 2/29/24 and the results are below: the pump ran an 100 ml infusion with 96.83 infused. This would make the flow rate deviation -1.37% which is within the passing criteria. The event log was reviewed, and confirms that there were 68 total lines of upstream occlusion present. The upstream occlusion alarm was tested by clamping the tubing on the proximal end. The complete upstream occlusion alarm was triggered, the line was unclamped, and the infusion ran until completion without another upstream occlusion alarm taking place. The event log confirms that the end user experienced so many constant upstream occlusion alarms that the therapy was delayed. The reported issue is confirmed by review of the event log. The issue was not repeated during testing.